Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/27/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles were observed on the lens surface. The lens was observed cut in two pieces, that could be related with the explant process. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag started falling to the back of the eye because of weak zonules after a z9002 24.0 diopter intraocular lens was fully inserted into the eye. Therefore, a vitrectomy was performed, the lens was removed, and the patient was sent home aphakic. Reportedly, there was no patient injury. There was no incision enlargement made and sutures were not used. No additional information was provided.